Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcg value of < 0.5 iu/l accompanied by a data flag and this value was reported outside of the laboratory to the physician. The sample was repeated on (B)(6) 2020, resulting with a value of 8963 iu/l. The repeat value matched the expected result better. The hcg reagent lot number was 41302602, with an expiration date of 31-oct-2020.

Manufacturer narrative:
The customer's calibration was acceptable. A general instrument or reagent problem could not be identified. The investigation did not identify a product problem. The cause of the event could not be determined.